Event description:
It was reported that the patient presented in-clinic after receiving inappropriate therapy. Upon interrogation noise was observed. Therapy was disabled and noise was reproducible with isometric testing. Intermittently high pacing lead impedance was also noted. The patient reported having fallen on his chest immediately prior to the onset of the issues.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that lead fracture/insulation damage was also observed on the lead.

Manufacturer narrative:
(B)(6).